Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the rivets fell off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred after a procedure at the end user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the rivets fell off of the device. Attempts are being made to obtain additional information from the user facility.